Event description:
It was reported that post implant a lap adjustable band procedure, the patient intractable reflux and hiatal hernia with pouch dilatation. The hiatal hernia was repaired and the band was repositioned. The same band was used because has been working great for the patient for the past seven years. The surgeon tested the band and it was perfect. The patient is doing great with no additional problems.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device remains implanted.